Event description:
During a shoulder scope and rotator cuff repair procedure utilizing a healicoil sa pk 5.5mm w/3 ub-bl, cbbl, lt, it was reported that when the surgeon was placing the screw into the patient¿s bone, the device fragmented. The pieces were removed from the patient and a new site was prepared, leaving the initial site empty. A different device was used to complete the case. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).